Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
It was reported that the system was not functional, there was a total loss of imaging functionality. There is no report of injury or death associated with this event.